Event description:
On 11/29/2023 infutronix received a report from a distributor that a pump stopped infusing due to a system error alert. The infusion cannot resume without causing delay in treatment. No patient involved. Device was returned.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Device has been returned. Pump was evaluated on (B)(6) 2023, the results are below: the event log was reviewed, and it was confirmed that the pump alarmed system error during an infusion. The subcode is 08 indicating a bad reading on the downstream sensor. Reported issue is confirmed.